Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 10013364t and lot#: 24059150 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07may2024. There were quality notifications issued for the failure mode reported by the customer during the production build of this set for lot: 24059150 as notification ID#: 200401457 on 09dec2024. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium secondary set was leaking the following information was received by the initial reporter with the following verbatim: the texium from the secondary line of irinotecan bag was leaking, dripping down to the floor.